Manufacturer narrative:
The product was discarded, therefore no product failure analysis can be conducted and device malfunction cannot be confirmed. Since no lot number was provided, no device history record (DHR) review could be performed. Concomitant medical products: carto 3 system (model# m-4800-01 serial# (B)(4)); stockert 70 system (model# unknown lot# unknown); coolflow pump (model# unknown lot# unknown); lasso nav eco catheter (model# d-1343-01-s, lot# unknown); full UDI # information unavailable since the lot number is unknown. (B)(4).

Event description:
It was reported that a patient, (B)(6), male, underwent an atrial fibrillation procedure with a smart touch bidirectional catheter and suffered a cerebrovascular accident two hours post procedure. The event was noticed once the patient was awake. The initial act was 600 and the last act was 370 prior to protamine being administered. The patient did require extended hospitalization due to left sided weakness. The patient's status has improved as of the time bwi followed-up with the physician. The physician's opinion on the cause of this adverse event is patient condition, as the patient had hypercoagulability disorder. There was no bwi product malfunction.

Manufacturer narrative:
Additional information was received on may 4, 2016 on the patient condition. The nurse at the lab, while not caring for the patient since the case, recalls the patient still presenting with hemiparesis. (B)(4).